Event description:
Information received indicates the brake/steer caster will continue to swivel after the brake is set.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.